Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the workstation pcbs. This corrected the error and allowed the workstation to completely boot with no errors. The 4.5 v workstation battery was also replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the workstation on the 2600 system would not boot, prior to a case. No patient injury was reported.